Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05298. It was reported that stent damage occurred. The target lesion was located in the circumflex artery. After implanting a stent in the target lesion, a 3.00 x 12 synergy ii drug-eluting stent was advanced to overlap the stent down but the device could not be delivered and the stent was noticed to be flared upon removal. Subsequently, a 3.00 x 20 synergy ii drug-eluting stent was then advanced but the same thing happened, the stent also flared. No patient complications were reported and the patient's status was fine.